Event description:
While wearing the sound processor, the patient reportedly had no sound percept. The patient was seen for evaluation. Testing performed confirmed that the patient device was no longer functioning. Surgery to explant the patient's device was scheduled.